Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from the patient during an endoscopic retrograde cholangiopancreatography procedure, performed on (B)(6) 2022. During the procedure, when the physician removed the stent from the biliary tree, it was noted that the stent was fractured. It was unknown on how the procedure was completed. There was no information if there were patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
User facility number: (B)(4). (B)(4). The exact implant date was reported to be in (B)(6) 2021 and the explant date in (B)(6) 2021.